Event description:
The customer reported approximately 0.5 liter of clear fluid leaked from the bottom of the bath of the instrument, and onto the counter and the floor involving coulter act diff 2 analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection, and cleaned up the spill following the laboratory protocol. The customer inspected the instrument and noted the tubing near the bath was wet, indicating the baths had overflowed. The customer checked the waste filter and discovered it had not been replaced for more than two years. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident.

Manufacturer narrative:
Service was not dispatched as the customer replaced the waste filter and resolved the issue. The unit was returned to operation. (B)(4).